Event description:
It was reported that the patients leads migrated. The patient underwent a revision procedure wherein the leads were removed, and a paddle lead was implanted, and patient was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7079035.